Event description:
The gdi 10-ultrasoft stretch resistant coil synerg detection circuit got entangled in the first neuroform stent. Could not remove the coil. Corrective action taken; had to stretch and break the coil. Then tried to jail coil fragment to the artery wall with another neuroform stent. The neuroform stent would not deploy due to heavy friction with the 2f stabilizer. Removed undeployed neuroform stent and coil fragment with a microvenous snare. In the process of manipulating the system, ruptured distal m2 branch with the transend 300 floppy. Removed everything from the patient. Patient was rushed to CT scan then went to the operating room the following day to have craniotomy to remove the clot in the brain.